Manufacturer narrative:
The insulin pump was received with no button response due to unlocked keypad connector on the lcd board. The device had minor scratches on the display window, cracked case at display window corners, and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call, the act button on the insulin pump wasn't responding. Her blood glucose was 120 mg/dl. She didn't recall any significant event which may have caused the keypad. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for further analysis.